Event description:
Additional information received from the hcp reported that the patient showed up at the doctor's office on (B)(6) with and open wound at the ins site and the ins actually hanging out of the body. It was noted that there was no puss or anything coming out of the wound, but it was definitely an open wound. The hcp performed an extrusion of the generator by simply cutting the lead with scissors and then put a dressing on the wound. He scheduled the patient for a lead removal, but the patient cancelled the procedure. The procedure was later rescheduled for (B)(6). It was noted that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. Analysis of the lead (lot # v164575) found that the body had been cut through or segmented.

Manufacturer narrative:
Product ID 3093-28, lot# v164575, implanted: 2009 (B)(6), explanted: na, product type: lead, product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4)..

Event description:
It was reported that the patient had increased urination and a painful sensation following implant of the implantable neurostimulator (ins). The implant site became infected "multiple times" and the patient was given antibiotics. The ins was turned off "a couple months" after implant. The patient's outcome was not known. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.